Manufacturer narrative:
Date of event: unknown. . Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ short pen needles were bent at patient-end during injection, and some needles will not penetrate the injection site. Customer¿s verbatim: ¿ consumer reported pen needles bend at patient end during injection and some will not penetrate the injection site. Consumer does not re-use, consumer rotates injection site. Lot # 7208799, product # 320109, exp date was not provided. Problem occurred about one month ago. Sending mail kit and product voucher. ¿

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ short pen needles were bent at patient-end during injection, and some needles will not penetrate the injection site. ¿consumer reported pen needles bend at patient end during injection and some will not penetrate the injection site. Consumer does not re-use, consumer rotates injection site. Lot # 7208799, product # 320109, exp date was not provided. Problem occurred about one month ago. Sending mail kit and product voucher."